Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/21/2018, that on (B)(6) 2018, a detached cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that there was no damage to the needle or cannula. The reported event of a detached needle was not confirmed. A probable cause could not be determined.